Event description:
Pt is hydrocephalic. This valve was implanted on 06/15/1999 as part of the revision of the previous shunting system. No info is available to indicate what shunt system had been in place previously. On 07/15/1999 this shunt was removed due to the pt experiencing symptoms of irritability. No info is available regarding what shunt was used to replace this device. Pt reported as doing well after revision. Eval is pending return of device from user site.